Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the doctor approved opening the #4 cr left cemented femoral component. Upon back table preparation and application of cement by scrub tech, it was noticed that a red residue was on the back side of the femoral component. At that point another cr #4 left femur was brought into the room to be opened and implanted. After the case, sales rep took the implant with the residue and cleaned it with hot water and a cleaning agent enzyme to wash away a little blood that was on the implant. The cleaning procedure also washed away the residue.